Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-sep-2018 with the following findings: a review of the black box showed multiple call service 054 alarms had occurred. The pump started up correctly with no issues. No alarms occurred during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged the pump started up with vibratory and auditory alarms with a blank display and the word animas. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.